Event description:
This is a spontaneous report by a nurse from (B)(6) of culture negative peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced culture negative peritonitis. It was not reported if any of the pd solutions were discontinued, if the patient was hospitalized, if the patient received any treatment, or if the peritonitis resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. (B)(4).